Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. After the sensor was inserted, the patient started to bleed. She went to a minor emergency clinic and was told by the doctor that she had hit a blood vessel. She received two stitches at the site, and she was okay afterward. Additionally, the patient reported they take plavix (blood thinner) for history of a stroke several years ago. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.